Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent deployment occurred. A 7x60x130 innova¿ was selected for a stenting procedure in the right subclavian vein. During the procedure, the physician attempted to advance the device into a non-bsc sheath and the innova stent started to deploy within the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.